Event description:
Boston scientific crm received information that oversensing was observed on the ventricular channel. The issue could not be reproduced in the clinic with isometrics. The episodes correspond with the patient going through metal protectors at a courthouse.

Manufacturer narrative:
Technical services discussed that typically emi would show on both channels, however in rare instances have seen examples that doesn't display on all channels. As of this report, both the device and ventricular lead remain in service. Should additional information become available, this event would be updated.